Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2409107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples of lot 2409107 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
This incident was reported on (B)(6)2024 by (B)(6)hospital. Description of the incident: during the preparation of ¿an electric syringe pump (pse) with a seringe luer lock bd plastipak 50ml, the nurse noticed a problem with the plunger sealing when going back and forth in the syringe; drops flowed out through the plunger. This problem had been noted on two occasions in this department by the same nurse.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.